Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence across multiple cartridges. Customer either continued to use the existing cartridge or loaded a new cartridge in an attempt to resolve the issue. There was no adverse impact to customer's blood glucose level.